Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx550 patient monitor failed to alarm. No adverse event involving patient or user was reported.

Manufacturer narrative:
H3 and h6: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #9610816-2020-00066 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.